Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and subsequently expired on the same day. It was reported that the death occurred due to administration of naturalyte and/or granuflo during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.